Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen would time out too quickly while the customer was interacting with the pump. The customer declined to complete troubleshooting with tandem technical support. Additionally, the customer had difficulty loading multiple cartridges during the load process. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose level was 186 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.